Event description:
It was reported that after pre-dilatation with a non-compliant balloon, during a distal right coronary artery (rca) interventional procedure, the delivery system was advanced to the lesion and the balloon was inflated to 12 atmospheres (atm). The implant was deployed but the middle part of the implant did not fully deploy and had a 'bar bell' appearance; therefore, the balloon was inflated again to 14 atm to fully expand the implant successfully. Reportedly, the physician believes the problem was due to balloon inflation of the delivery system. After the balloon was inflated to 14 atm and the implant was successfully expanded, there was a perforation which sealed successfully with prolonged balloon inflations and reversal of the anticoagulation medications. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The reported patient effect of perforation, as listed in the instructions for use, is a known patient effect that may be associated with the use of a coronary implant in native coronary arteries. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Though the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us.